Event description:
The hcp reported that the pump was explanted 55.5 months after implant and returned to the MFR for analysis. In 10/2004, the pump was refilled by the home health agency. 15ccs were withdrawn from the pump. The pt was experiencing withdrawal symptoms 2 weeks prior. A catheter dye study was performed revealing the "catheter ok." The hcp indicated the "pump malfunctioned - no low battery alarm occurring." A new pump was implanted in the following month.